Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter in four pieces. The shaft, hypotube, balloon and tip were microscopically and tactile inspected. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. There were three complete hypotube separations 13.5 cm, 55.5 cm and 100 cm from the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed 01-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 3.50 x 30mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable. However, returned device analysis revealed a hypotube break.